Event description:
Spark was generated when generator was activated. The integra jarit monopolar cord connects to electrical cautery unit about 1 inch the cord bends downward. After the spark was seen, the cord was noted to have a crack in the outer coating. No patient harm ensued. Dates of use: (B)(6) 2017. Diagnosis or reason for use: use during laparoscopic cholecystectomy - estimate time device. Event abated after use stopped or dose reduced: yes.